Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of barrel cracked for lot #9280282 item #305618. A device history record (DHR) review was performed on the (B)(4) batch (9254068) used as components in the (B)(4) batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It has been reported that one bd¿ syringe 30ml ll tip conv pak has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: it was reported, after filling, it was noticed that the syringe barrels were cracked causing leaking of medication. Distributor called to report that 4 nurses experienced incidents where, after filling with medication, there were cracks within the barrel that caused the medication to leak and unable to inject. Some of the medications were narcotics which can be absorbed through skin contact so this is a major concern to them. Complaint 1 of 4.